Event description:
Customer reported a "vibration" on the fiber tip resulting in poor visibility on camera. There was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report indicated a "vibration" on the fiber tip resulting in poor visualization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would result in activation of the systems fiberlife function which will modulate (pulse) the output beam and send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.